Manufacturer narrative:
Product event summary: hvad pump (B)(4) was not returned for evaluation. The reported event could not be confirmed via log file ana lysis since log files covering the event date were not available for analysis. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2018 patient was found unresponsive at home still connected to the device, while low flow alarming. Paramedics were called and not able to detect a pulse, patient was asystolic. Wife requested to not give patient CPR. Upon arrival to the emergency department patient was formally pronounced deceased.